Event description:
As reported to 3m: customer reported two weeks after receiving the 3m modular shoulder prosthesis the head loosened from the stem. The pt underwent another operation with a new head from the stem.